Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.00 x 32 synergy drug-eluting stent was advanced to the lesion but resistance was encountered. The device was completely removed from the patient's body and the proximal stent struts was found to be lifted and flared. The procedure was completed with another 3.00 x 32 synergy stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the distal and proximal end flared and lifted from the stent profile. Struts in the centre of the stent are also slightly raised. The crimped stent outer diameter (od) was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to the lesion but resistance was encountered. The device was completely removed from the patient's body and the proximal stent struts was found to be lifted and flared. The procedure was completed with another 3.00 x 32 synergy¿ stent. No patient complications were reported and the patient's status was good.